Event description:
It was reported via clinical study that a patient experienced pain approximately 1 year after their original surgery. The patient was revised to address an unknown cascadia an device at the l5-l6.

Manufacturer narrative:
Correction: b3 has been updated from (B)(6) 2017'. Visual, functional, material, and dimensional analysis could not be performed as the device was not returned. A review of the manufacturing and complaint history records could not be performed because the device lot number was not provided. Without return of the device or additional information regarding the device, patient, and/or event, a root cause cannot be determined conclusively.

Manufacturer narrative:
B5 has been updated to reflect the additional information received form clinical. Mrn 3004774118-2020-00081 was previously filed to capture an event against a cascadia cage. Additional information received on 7/22/2021 indicates there was no complaint against this cage and it was in fact two mesa screws that had migrated. Those two screws are captured in mrns 3004774118-2021-00248 and 3004774118-2021-00249.

Event description:
It was reported via clinical study that a patient experienced back and neck pain approximately 1 year after their index surgery. This was initially reported in relation to a cascadia cage reported via mrn 3004774118-2020-00081. Additional information received on 7/22/2021 indicated there was no complaint against this cascadia cage and it was in fact two mesa screws that had migrated. It was noted that a rod had disconnected from a mesa screw at right l5. The patient was revised and it was discovered at this time that the screw at left l6 was also loose. The two pedicle screws, at right l5 and left l6, were then removed and replaced. This report captures the concomitant cascadia cage.

Manufacturer narrative:
Status and location of the device are currently unknown.

Event description:
It was reported via clinical study that a patient experienced pain approximately 1 year after their original surgery. The patient was revised to address an unknown cascadia an device at the l5-l6.